Event description:
A baxter service technician reported finding a infusor pump with "when attempting to run pump, goes into constant alarm". This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Confirmed reported problem, when attempting to run pump, goes into constant alarm, caused by faulty mpu board. Actions taken: replaced mpu board. Additional problems: cracked rear case, front case, pusher block, syringe holder, end block, ribbon cable, selector switch, case cover, front label .replaced rear case, front case, pusher block, syringe holder, end block, ribbon cable, selector switch, case cover, front label needs config label, knob labels, serial number label, clear label and protection label. Associated parts: replaced config label, knob labels, serial number label, clear label, and protection label. Missing mounting plate, mounting plate screws, and rear case screws. Replaced mounting plate, mounting plate screws, and rear case.